Event description:
During an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the atrial lead. Insulation damage was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.